Event description:
This case was reported by a consumer and described the occurrence of choking in a female patient who received gsk toothbrush (aquafresh toothbrush) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started gsk toothbrush. At an unknown time after starting gsk toothbrush, the patient thought she was going to choke to death. The patient was coughing and spat out green bristles. The patient also experienced vomiting. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 9615008-2012-00003. Aquafresh toothbrush is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).